Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high elecsys cea assay result for one patient from the cobas 8000 e 801 module. The initial result was 12.5 ng/ml. The repeat results were 1.62 ng/ml and 1.64 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 312873 with expiration date 30-jun-2019. The field service representative checked the instrument and ran performance testing. He did not identify an issue with the instrument. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.